Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient diagnosed with nasopharyngeal carcinoma, the patient was admitted to the hospital on a walk-in basis on (B)(6) 2024 at approximately 15:00 p.m. With a PICC tube. The PICC tube was placed on (B)(6) 2024 at our hospital's tube placement room, and the process was uneventful. The patient's tube was checked during the shift changeover at 08:20 a.m. On (B)(6) 2024 when the nurse in charge checked the patient's tube, and found that the patient's PICC tube was broken at the interface, and it was suspected that the tube had entered the body. She immediately notified the doctor, the department director, and the nurse-in-charge of the fractured tube, followed the doctor's instructions to perform an orthopedic chest radiograph, a CT, and blood culture, and performed interventional surgery to remove the fractured catheter, report the adverse event, and calm the patient.